Event description:
Equipment malfunction - ge advantx problem: working with clear image when suddenly unable to safely visulize location of catheters due to blurriness of image. Action taken: after a 45 minute delay, was able to bypass to other monitor to complete procedure. Notified inhouse person responsible that unit requires repair. Outcome. Room has limited use for procedures until unit is repaired.